Event description:
Small glenoid fracture. Patient had extremely sclerotic bone. Burr overheated and irrigation was insufficient to cool burr. Update: nothing was done to address the fracture. The surgeon was happy with the baseplate fixation.